Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that the insulin device is beeping with a "77" on the screen and 3.00. He stated, he changed the batteries more than 2 weeks ago. He said, he knows about the recall and the correcton but had not seperated out his batteries. He stated, he will separate them out when he gets home. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.